Event description:
A patient was admitted with spine, clavicle, rib, and scapula fractures after being thrown from a horse. Four days after they were admitted, during an angel catheter removal in ir, the catheter broke into pieces inside the patient. Metal shards were removed and sent to pathology. A CT was completed and negative for any foreign bodies. Manufacturer response for angel catheter, (brand not provided) (per site reporter): unknown.